Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard an alert tone on the way home from the hospital. The alerts were for pacing impedance out of range due to the device detections being turned on, then turned off. The device measured impedances while the leads were disconnected and hence sounded the alert tones because the impedance measurements were high. Therefore the device toned 4 hours later. The device was interrogated and the alert tones were automatically reset. Impedances were all within normal limits. The device remains in use. No patient complications have been reported as a result of this event.